Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part has been returned to the manufacturer for analysis. A representative was informed by the site that the system has been used in cases since this indecent .

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that prior to a case, the system became unresponsive when trying to merge a CT and an mr. When the site would attempt a stealthmerge, the system would become unresponsive and would exit the software. The site attempted this 5 times with the same result before proceeding with the case without merging the two exams. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter provided. If information is provided in the future, a supplemental report will be issued.